Event description:
It was reported that the universal modular electric/battery double trigger handpiece got really hot and the battery was discharging really fast. There was no harm or delay reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.